Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic colonoscopy and polypectomy procedure to remove minor polyps the patient suffered excessive bleeding, collapsed and had to be hospitalized and an additional colonoscopy and hemostasis procedure was carried out. No further information was provided but there was no report of a malfunction of an olympus medical device.

Manufacturer narrative:
Additional information: d4 ¿ serial number; h4 ¿ device manufacturer date device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation did not reveal any malfunctions of the hf-generator but found the device to be working correctly and meeting its specification. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. It is assumed that the reported bleeding may have been caused by a defective instrument or user error. Furthermore, in general, the occurrence of bleeding/perforation during or after electrosurgical procedures is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.